Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced insulin flow block alarm event on (B)(6) 2026. This led to high blood glucose level for which the patient managed with correction injection via mdi (multiple daily injections).